Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: the ok, and down arrow keypad buttons were over responsive. The keypad was removed and the ok, and down arrow button contacts were cracked. The battery compartment was cracked above the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the ok and down arrow keypad buttons were over responsive, and the battery compartment was cracked. This report is made based on results of investigation completed on 12-apr-2019.